Event description:
This event was reported in an article from an national institute of health registry to investigate the success of treating patients with 50% to 99% stenosis with angioplasty and a single intracranial stent. This report is for a patient, with 70% to 99% stenosis, who suffered a non-fatal ischemic stroke in an out of the stented region within twenty four hours of the procedure, considered to be peri-procedure by the study. No other information was provided.

Manufacturer narrative:
Exact date is unknown, all patients in the registry were treated between 2005 and 2006. Unknown, as the upn and batch numbers were not disclosed. Exact date is unknown, all patients in the registry were treated between 2005 and 2006. Other for no allegation of product malfunction or non conformance contributing to the reported event. Report source: neurology. 2008; 70(17): 1518-24 and neurology. 2009. [Epub ahead of print].